Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to repeated 23025 errors. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the right master tool manipulator (mtm). The system was tested and was ready for use. Isi did receive the mtm to perform failure analysis. The reported failure (error 23025 along axis 3) was able to be reproduced during sine cycle. The complaint regarding the 23025 error was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An isi technical support engineer reviewed the system logs and found an encoder quadrature fault against the right master tool manipulator.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that a repeated 23025 error occurred against the right master tool manipulator (mtm). Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer converted to an open procedure after numerous attempts to power cycle the system. After each power cycle, the mtm would fault with error 23025. The caller was unable to recover the error. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.